Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Physician wanted lead replaced due to high shock impedance readings and potential lead fracture. Lead was explanted and replaced.